Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of 5.1 cm saccular aaa with an infrarenal angle of 11 degrees. Aortic neck was 23 mm in diameter and 35 mm long. Distal aorta was 15 mm in diameter. Right iliac had moderate tortuosity, and left iliac was severely tortuous with stenosis. It was reported that the patient expired. The cause of death is unknown.

Manufacturer narrative:
Results, conclusions: other (unknown cause of death); inherent risk of procedure (death).

Event description:
Additional information was received. The patient¿s death certificate identifies the immediate cause of death as acute renal failure due to atherosclerotic cardiovascular disease; other contributing causes included chronic renal failure, chronic obstructive pulmonary disease, aortic stenosis and type ii diabetes mellitus. This event is no longer a medwatch reportable event. This medwatch report is redacted.